Event description:
On (B)(6) 2013, it was reported 2 glass syringes part number 5208 were found to be broken when taken out of the box and prior to first use. There was no patient exposure and no injury to the user.